Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant, the right ventricular lead was repositioned multiple times but continued to have sensing difficulties. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.